Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, episodes of non-sustained right ventricular oversensing due to loss of capture on the right ventricular lead were noted. Ventricular autocapture was turned on. The patient was stable.